Manufacturer narrative:
The investigation is ongoing and very few details are available at this time. The system was operating according to specifications, therefore, it is not believed that the system played a role in the patents condition at this time. This event occurred in (B)(6).

Event description:
It was reported to siemens on (B)(6) 2015 that an unconscious patient was brought into the mr exam room for evaluation. During the exam, the patient regained consciousness and crawled out of the magnet bore. The patient crawled to the end of the table, sat down and then fell to the floor. The patient was then found deceased for unk reasons by the hosp staff.